Manufacturer narrative:
(B)(4).

Event description:
Procedure: hcc-hepatocellular carcinoma. According to the reporter: after full setting up on idrvultra1, cartridge status indicator lamp was lit up and normal stand-by conditions for firing was confirmed. However in the middle of the initial firing it stopped to fire. Also no lighting of cartridge status indicator lamp on the lateral side of idrive handle was confirmed even by pressing the green button for the first and second times. Trying to push it again for the third time, at last the status indicator lamp could be finally lit up. New one was opened to complete the case with no problem. No patient harm. The patient current status: good after procedure the doctor confirmed the clip had been grasped by the jaws. The device could be removed properly from the tissue. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The patient is (B)(6) virus carrier.